Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: (B)(6) 2004. Part 357.411, lot 4566131 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion, the helical blade would not pass through the nail. It was then noted that the aiming arm was loose. The helical blade was able to be passed through the nail after the aiming arm was tightened and the guide wire was removed. There was a fifteen (15) minute surgical delay. The procedure was completed successfully; the patient status was reported as fine. No additional information was available. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the insertion handle, aiming arm, blade guide sleeve, helical blade inserter, helical blade coupling screw, and buttress compression nut were returned. The complaint description stated that initially the helical blade would not pass through the nail but could be successfully inserted once the loose aiming arm was tightened. There was a 15 minute surgical delay. From the description, the ultimate root cause of the helical blade/nail misalignment is the loose connection between the aiming arm and a connecting instrument. The complaint conditions could not be fully replicated but, upon evaluation of the returned items, the aiming arm construct remained securely attached even after manual manipulation of the device. Root cause of the complained misalignment is a loose connection of the aiming arm as a result of human error. As identified by the reporter, the alignment was corrected by tightening the aiming arm. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.